Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3487a-45 lot# v755507 implanted: (B)(6)2013 product type lead product ID 3487a-45 lot# v820868 implanted: (B)(6)2013 product type lead product ID 3487a-45 lot# v755507 implanted: (B)(6)2013 product type lead product ID 3487a-45 lot# v820868 implanted: (B)(6)2013 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6)2017. Reporting a loss of efficacy. Per the patient, the system worked great the first year but then it caused more pain when it was on because the patient felt like the leads moved. They caused an area that looked like a ¿bee sting¿ when on. The first physician refused to explant the system but the patient¿s new physician agreed to explant the system. There were no reported environmental factors, interventions, or diagnostics. The issue was not yet resolved but a surgical intervention was planned. Patient weight was asked but unknown. Medical history includes migraines. Current patient status was confirmed to be alive with no injury. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v755507, implanted: (B)(6) 2013, product type lead; product ID 3487a-45, lot# v820868, implanted: (B)(6) 2013, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was having trouble with lead placement and it was making her pain worse since about one year post implant. The patient stated that the therapy did help for the first year but after that it just made her pain worse. The patient noted when she wrinkles her forehead where her pain was the spot where the lead was placed appeared to be a welt that swelled up. The patient mentioned the trial lead was in a different position and it was effective and the healthcare professional had put the lead in the wrong spot. The patient had not used the therapy in 2-3 years. The indication for use was spinal pain.